Event description:
It was reported that a pump alarm 20 occurred during pumping, causing the cartridge alarm to recur even after a new cartridge was loaded. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted by confirming the pump was in warranty and proceeded to replace it. The customer was instructed to put the pump into storage mode before returning it and was provided with a pre-paid label for the return. The customer will continue using the current pump as backup therapy.